Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the monitor was unable to power on. The cause for the failure was that the c1 capacitor shorted which shorted the 12v line and damaged the l1, l2, and d1 components. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to power on.